Event description:
The customer reported the system displayed a no cine drive recognized error message on boot up and the loss of cine functionality. There is not report of pt injury.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed on how to secure the ferrite coil close to the plug and to secure the cable assembly to the drive housing bracket. The system was then found to be operating as intended.